Event description:
The patient reported that their pump was inaccurately reading insulin units and alerting them that the cartridge was out of insulin immediately after it had been filled. Additionally, the pump showed diminished battery life, requiring more frequent charging. The patient declined further troubleshooting and no further action was required, leading to the case being documented and closed by technical support. There was no reported impact to the customer¿s blood glucose level. No further information was available regarding the outcome of the event.